Event description:
Using cautery pencil from single basin set. Pencil continued to activate on holstering. Immediately removed from field. New cautery pencil opened and utilized for remainder of case without difficulty. Ground pad and machine not changed.